Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2, a3, a4, b4, b7, g3, g6, h2, h6, h11. D4 - attempts have been made to gather all product identification information and no further information has been provided. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty revision due to unknown reasons approximately twenty-one (21) months post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). B3 - date of event - unknown day in march 2022, d6a - implant date - unknown day in june 2020, d6b - explant date - unknown day in march 2022, d10 - concomitant devices - unknown femoral component catalog #: ni lot #: ni, unknown articular surface catalog #: ni lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.